Manufacturer narrative:
(B)(4)

Event description:
It was reported a patient received an inappropriate shock for atrial fibrillation with rapid ventricular response. The device discriminators incorrectly diagnosed a supraventricular tachycardia rhythm as ventricular tachycardia. The morphology setting was adjusted. The shortening of the interval stability delta was recommended. No further information is available.